Manufacturer narrative:
(B)(4). Batch # r5705j. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy when the device was fired, three rows of staples on one side deployed and formed correctly the staples on the other side did not. There were no patient consequences reported and there is no additional information available.

Manufacturer narrative:
(B)(4). Photo evaluation: one photo was provided. The picture shows the open jaws of a device with green reload loaded on it. The reload can be seen fully fired from the right side and several staples protruding can be appreciated form the left side. The position of the sled is not visible. Based on the photo alone the event describe is confirmed.